Event description:
This event was reported to the department by the parent of the pt. Not all info was initially received from the service provider. Arthrex is attempting to obtain more info. It was reported that the pt required a second surgery approximately 6 months post op. During the initial surgery, the pt had undergone a hallux valgus correction on both feet. A second surgery was needed only on the left foot due to complications involving the implant. No further pt info is available at this time and no additional adverse consequences have been reported. This device is used for treatment.

Manufacturer narrative:
More event info and the actual device involved is expected for evaluation, but has not yet been received. A follow up report will be submitted upon completion of the investigation.